Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. An attempt to duplicate the failure mode was not made since at the time there is no inventory of the involved product code available at the facility nor is any being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No corrective actions can be implemented due to the lack of a product sample to perform a proper investigation and to determine the root cause. The customer complaint cannot be confirmed due to the lack of a product sample to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while the surgeon was trying to punch a hole in the aorta, the disposable aortic punch size 4.4 mm fell apart. A new product was obtained. There was no harm to the patient.